Event description:
It was reported that the device starts to alarm as soon as turned on and the lcd does not turn on. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Did not notice any external damage. The customer stated problem was duplicated, pump was stuck in the download mode. The software will be reloaded during the repair process for the issue. Reload the software. The root cause was that during the software download there was in interruption before it was completed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.